Manufacturer narrative:
Additional information: section d9 - date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h3 - device evaluated by manufacturer. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The device was returned to saluda. Visual inspection of the lead identified deformation near the anchor site. Functional testing and device logs review confirmed presence of disconnected electrodes. Further examination identified multiple wire breakages at deformation site, corresponding to the anchor location. A non-saluda anchor was used with the returned lead. The root cause of the lead damage could not be definitively determined.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes. Reprogramming was performed but adequate therapy could not be restored. A lead revision procedure was completed to restore therapy.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.